Event description:
The patient reported that their device was explanted and replaced because their battery wasn't working right. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.